Event description:
The end user reported that she developed a pin-point spot of bluish skin that developed into a twenty-two to twenty-five millimeter superficial open area left of stoma. She also stated that she has another spot of bluish skin nearby. Last week, she saw her doctor, who started her on levaquin. On (B)(6) 2015, she experienced cellulitis to the open area and she went to the ER, there she was treated with another course of levaquin. She was seen by the ostomy nurse, who mentioned a possibility of pyoderma gangrenosum. It was noted that levaquin was discontinued and prescription (unk name) steroids was started as well as applying aquacel ag and extra thin duoderm to open area.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.